Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service and repair center and evaluated. Per service manual, operational and diagnostic analysis confirms the reported failure of the device not being recognized. Therefore, this complaint can be confirmed. During evaluation, the functional issue was found to be caused by a short in the cable. The device was disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for cable replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep. Via cst that the micro tornado handpiece with hand controls was plugged into the console at the beginning of the case. As soon as it was plugged in, the console began to beep and was not registering the hand piece as being plugged in. Sales rep. Stated that they power cycled the console but the result was same. So the handpiece was replaced with a readily available one before the case started. They also stated that they tested the handpiece on a different console but the result was same. It was mentioned that the event occurred pre-operatively and not during sterile processing, field inspection or internal service activities like calibration. There was no patient harm indicated and no medical intervention was required. The procedure involved was arthroscopy.